Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the doctor found product package sealed incompletely during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The et tube, two suction catheters, both swivel connectors, and the y connector were all returned in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the ett package was partially opened. No issues were found with the integrity of the sterile barrier on the packaging. A piece of foreign material was observed in the packaging of the et tube, but this could have gotten into the package after it was already opened. The manufacturing site was consulted for this investigation. It was confirmed that the package did not present any blemishes or abnormalities in the sterile barrier. The sterile barrier appears to be fully intact. A burst test is performed at the time of manufacturing to help prevent this type of issue from occurring. Based on the condition of the returned sample, there is no evidence to suggest a manufacturing related root cause. It could not be determined how or when the package was opened.

Event description:
It was reported "the doctor found product package sealed incompletely during clinical setting before using on patient". No patient involvement reported.